Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and deflation.

Event description:
Healthcare professional reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the posterior, nick others. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on posterior assessed as to an unidentified (tear) opening. Non-penetrating nicks in the posterior side.

Event description:
Healthcare professional reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and deflation. Device has been explanted and replaced.